Event description:
The haptic was found broken upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was rec'd in the open carrier with visible saline solution on the lens optic. Both haptics were found bent. Due to the condition in which the lens was rec'd, we cannot determine the cause of this malfunction.